Event description:
During preventative maintenance testing at the hosp it was discovered that with channel two, fluid would continue to flow when the pump was stopped and the tubing remained loaded in the pump with the door closed. There was no pt involvement.